Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(6) stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 2.75 x 16 synergy stent was advanced to the posterolateral branch of the lcx but it failed to cross the lesion. When the device was removed, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.